Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data was inspected. The inspection revealed that the emergency program was manually activated on (B)(6) 2015 at 09.34 am. Besides that, the device data showed no anomalies. There was no indication of a device malfunction. However, should additional relevant information become available, this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
At follow-up, device found to be in backup mode for unknown reasons. Device was reset and follow-up testing performed without incident. The device remains implanted.